Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the act buttons were not acting right and had to press it harder or at odd angles to get it to work; also the insulin pump had small crack running off the corner of the screen and into the insulin pump. The device will not be returned for analysis.